Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test, displacement test and dat test. The bolus wizard functioning properly per bolus wizard sample in the user guide. Unit received with cracked case at the display window corners and belt clip slot. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 220 mg/dl at the time of incident. The customer's blood glucose was 458 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.